Event description:
It was reported the parkinson¿s disease patient experienced ¿worse¿ therapeutic effect with ¿less than 50% therapy relief.¿ manual manipulation of the patient¿s implantable neurostimulator (ins) was able to produce a ¿sensation effect.¿ it was ¿assumed¿ at the time of report that there was an ¿isolation problem somewhere in the ins pocket, maybe at the adapter.¿ impedance measurements revealed ¿inconspicuous¿ results with ¿one side about 2000 ohms¿ and the ¿other side about 400 ohms,¿ however an out of range (oor) code was observed. The patient¿s historical impedance values were unavailable for comparison. The patient reportedly experienced therapeutic ¿interruptions due to the oor situation.¿ failure of the patient¿s lead and extension was reportedly excluded as ¿impedances were not indicating a short circuit or fracture,¿ though ¿maybe an intermittent contact/non-contact situation.¿ explant of the patient¿s ins was planned for two weeks after initial report as a result of the event. At the time of the patient¿s revision however, the ¿problem was not existing¿ after replacing the patient¿s pocket adaptor. As a result, only the patient¿s pocket adaptor was replaced. The patient was notably alive with no injury at the time of report and was receiving effective therapy again following the replacement procedure. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 64001, lot # unknown, product type adapter; product ID 64001, lot # unknown, product type adapter; product ID neu_unknown_ext, serial # unknown, product type extension; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Manufacturer narrative:
Additionally, please note the implantable neurostimulator (ins) was mistakenly reported as having serial number (B)(4); however the ins identity remains unknown at this time. Device evaluation: analysis of both pocket adaptors found ¿no anomaly.¿